Event description:
The device was placed on july 16, 1999, via the left subclavian approach. On july 21, 1999, a hematoma was noted on the pt's chest. An x-ray was done and an effusion was noted. A thoracentesis was performed and tpn fluid was found in the pleural space. The catheter was removed.